Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for continuous cycler peritoneal dialysis (ccpd). The treatment rendered was not reported. The cause of the peritonitis was unknown. Ccpd therapy was discontinued as the patient had their pd catheter removed and began hemodialysis. The patient was discharged from the hospital and was recovering from the peritonitis. This is report 2 of 4 for this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers gd893446 and gd893297 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).